Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. Haptic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. This iol model is only qualified for use in two specific cartridges. The root cause for the reported "broken capsule" could not be determined. The reported broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A technician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a broken capsule occurred. The iol was implanted in the eye groove. When implanting, the anterior haptic was trapped. The surgeon decides not to continue with the procedure. When removing the iol, it was noticed the posterior haptic broken. The surgery was completed with another iol. Additional information was requested.